Event description:
Three technicians were setting up a foam simulation. One technician replaced the cap on the chemical after mixing. The expanding foam caused the bottle to rupture and foam contents were spattered around room. The foam contacted all three technicians were taken to the ER to remove foam.